Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the stopcock assembly detached. Evidence of adhesive was found through out the sleeve assembly area. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a video lap cholecystectomy procedure, the stopcock was broken. Not known how the case was completed. There were no adverse consequences to the pt.